Event description:
The customer reported, the sleeve was too tight to open/close the transfer set. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Per the physician, the patient was explanted (B) (6) 2010 due to extrusion of the device. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4).